Event description:
It was reported that during a supply change for an inset infusion set, the user tore the spiral adhesive cover and could not fully expose the adhesive, resulting in an incorrectly deployed infusion set; the user was instructed to discard the set and use a new one, after which the supply change was completed without issue. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed user handling error during adhesive removal leading to unsuccessful infusion set deployment, with resolution achieved by replacing the set and completing setup correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.

Manufacturer narrative:
Initial.